Manufacturer narrative:
Result: malfunctioning cpu board.

Event description:
It was reported by svc report that the head-end lift was stuck in a high height position, and unable to go down. No pt involvement or adverse consequences were reported.